Event description:
It was reported that the customer was hospitalized with low blood glucose. The customer was found unconscious in her residence with her insulin pump still on and distributing insulin. The customer received a new replacement insulin pump and did not seek out any training from her doctor's office. The customer had the auto off feature on and the insulin pump did not turn off. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.